Event description:
It was reported that during an angioplasty procedure, the liberte monorail stent shifted during deployment. The lesion being treated was in a graft in an unk location. After use of a filterwire to minimize the possibility of embolization, the physician attempted direct stenting. During deployment, the stent shifted and became "displaced" (watermelon seeding effect), remaining more than 1 cm in the aorta. The procedure was completed with this device. No further complications occurred, and a f/u exam a few days later showed that the stent and bypass continued to be permeable, without thrombus or obstructions. Pt status was reported as "stable."

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed. A review of the mfg records for this batch #8312739 shows that the device met its material, assembly and product specs at the time of its release to distribution. This batch has no associated complaints to date.